Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the patient side cart (psc) had error c-34 when applying monopolar energy. Technical support engineer (tse) confirmed the error with logs and requested power cycle the integrated electrosurgical unit (iesu) however the error returned. Tse explained that the force triad can be used as a workaround however site refused this option as the bipolar continued to work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 when applying monopolar energy) was confirmed and replicate. During (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found the would be related to the reported event. To determine the root cause, this unit will be returned to OEM for additional failure analysis and for potential repair. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
Refer to h11 for follow-up information.